Manufacturer narrative:
(B)(4) this device was thoroughly inspected and analyzed upon receipt in our quality assurance laboratory. Visual inspection identified scratches on the device header and case, likely induced during the explant procedure. No additional anomalies were noted. Interrogation of the device and review of memory noted several codes had been recorded. Some dates and counters exhibited erroneous information. Evidence indicates the device underwent resets due to a power interruption that resulted in memory corruption. The device case was removed in order to facilitate inspection of the internal components. Detailed analysis identified a cracked solder joint for an in-line fuse. This cracked solder joint was the root cause of the power interruption; however, the root cause for the cracked solder joint could not be determined.

Manufacturer narrative:
(B)(4); the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted tones. Upon interrogation there was no valid s-ECG and the last follow-up date was listed as september 7, 2018. Additionally, the device was listed at elective replacement indicator (eri) and the number of shocks was -32. Boston scientific technical services (ts) discussed possible memory corruption and device replacement was recommended. The device was successfully explanted and replaced. No additional adverse patient effects were reported.